Event description:
Customer reported, "lvp8100 over dose." Thinks it was user error, and requested assistance with investigation. The customer contacted carefusion technical support to request assistance with investigating a pt event. The only available info is that the pump was involved in an overdose, and the customer reported that he believes there was a user error. Despite multiple attempts to obtain pt and event info details, no further info has been provided by the customer. No info is available about the relationship of the event to the pt outcome.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Although requested, the device has not been received for eval. A f/u report will be submitted with investigation results should the device be returned for eval.